Manufacturer narrative:
The manufacturer previously reported an issue with the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was found to be due to a short of capacitor (c40).

Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to deliver flow and the lcd screen was blank. The device was not in patient use. The device's system board will be replaced to address the issue.